Event description:
It was reported that the patient received several inappropriate shocks. An increase on the capture threshold was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.